Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-apr-2024. H.6 investigation summary : bd received 5 samples and 1 photo in support of this complaint. The 5 samples and photo were inspected with no issues being identified. The return samples were functionally evaluated for draw volume and all tubes were within specification limits. 100 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes were functionally tested for draw volume and all tubes were within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes an unspecified number of tubes were underfilling. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd received 5 samples in support of this complaint from catalog 367880, lot number 2227136. The 5 samples were inspected with no issues being identified. The sample tubes were draw tested. All tubes were within specification limits. Additionally, 100 retention samples were visually inspected with no issues being identified. 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode with the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn (lh) 158 usp units blood collection tubes an unspecified number of tubes were underfilling. There was no health impact or consequences reported.